Event description:
It was reported that the patient experienced a line blocked alarm the previous day due to a bent cannula. The resolution achieved through the cassette and infusion set change. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.